Manufacturer narrative:
An event regarding infection involving a tibial insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray suggests loosening around femoral and tibial components but cannot be confirmed and event cannot be confirmed, need additional information; primary and revision operative reports, clinical and past medical history, pathology report, and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: tritanium patella-asymmetric; cat#: 5552-l-299; lot#: a2rh; triathlon p/a ps beaded #4l; cat#: 5516f401; lot#: aj86l; tritanium bplate triathlon s4; cat#: 5536b400; lot#: ctd6695; sterile fluted headless 1/8" pin 3.5" long; cat# 7650-2038a; lot#: rdam200ee. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
As reported: "left total knee revision, removal of components, placement of antibiotic spacer. Pre-op diagnosis: complication artificial joint, failed total knee arthroplasty. No further information available per hospital." Spoke to rep. Infection was verbally reported by hospital staff.